Manufacturer narrative:
The insulin pump was received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. Customer stated that it is cracked where the reservoir screws into and one side is higher than the other causing the reservoir not to sit flush. The customer stated that this is very irritating for her skin when she wears the insulin pump against her skin. . Blood glucose value was 82 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.